Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. A review of the technical service on-site showed no abnormalities that could have contributed to this event: laser was successfully verified prior the day of the event. A review of the log-file could not be done because the log-file for the day of the treatment is not available. Technical root cause could not be determined as the system is performing within specifications and as intended. (B)(4)

Event description:
An optometrist reported that a patient presented with blurry vision in the left eye one day post lasik. The patient was noted to have an epithelial defect near the superior nasal flap hinge. A bandage contact lens was placed on the eye. Additional information received states that the patient was seen in follow up and was noted to be doing well and has discontinued all drops.